Manufacturer narrative:
(B)(4). Date sent: 05/19/2016. (B)(4). The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed the 18 clips as intended and it ejected 2 clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout and the handle posts were found to be broken, leading to the experienced ejected clip issue. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier delivered malformed clip. Case completed with another device of the same product code. There were no patient consequences reported.